Event description:
The following was reported to hamilton medical ag: during patient ventilation, the vent alarmed and the screen went all white. Patient bagged and moved to a different vent. No patient harm or consequences reported.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: during patient ventilation, the vent alarmed and the screen went all white. Patient bagged and moved to a different vent. No patient harm or consequences reported.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).